Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while drilling the cannulated stepped drill bit the tip broke off. The unknown guide wire was bending, and the tip of the drill bit broke off into the patient¿s femoral head. The broken tip was left in the bone. It was unknown if there was a surgical delay. The surgery was completed. The procedure outcome and patient status are unknown. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - guide/compression/k-wires. This report is 2 of 2 (B)(4).